Manufacturer narrative:
Result: fowler litter assembly.

Event description:
It was reported by service report that the fowler section was bent and could not lay flat. There was pt involvement; however, no adverse consequences were reported.